Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 7 had multiple pocket failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 had multiple pocket failure. A field service engineer (fse) found drawer 7 with multiple failed pockets. Pockets appeared in drawer settings and applications but were not detected in hta; no pockets were noted in the hardware test application. The fse reseated row cable, retractor cable, and internal pyxibus cable. The fse replaced drawer controller pcb to resolve the issue. After replacement, all cube pockets were recognized and hardware test application passed successfully. The system functioned as intended after the field service engineer repaired the device.